Manufacturer narrative:
(B)(4). A sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample was not available so the reported condition could not be confirmed and the root cause could not be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter healthcare one clearlink continu-flo solution set in which a leak was detected from an unspecified crack while priming with saline. There is no patient involvement, injury or adverse event associated with this report. No further information is available at this time.